Manufacturer narrative:
Information was received reporting that at incoming control inspection there was foreign material inside of the packaging of the catheters. The supertorque catheters were sent to medical consult, (B)(4). At receipt, following the control performed by (B)(6), filaments of hair were detected inside the closed and intact package. There were twelve boxes with this same finding. These boxes, except two which were kept as samples, have been destroyed. The boxes have not been able to be obtained for analysis. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. The operator qualification records for pouch seal and 100% visual inspection under final packaging operation according to (B)(4) were reviewed. The operators that performed these operations were qualified on the appropriate manufacturing work instruction revisions at the time of the lot manufacturing. With the information available and without the product available for analysis the complaint could not be confirmed. Inspections are in place to prevent damaged products from leaving the facility and the DHR review confirmed that the product met specifications. No corrective action is required at this time. It is difficult to draw a clinical conclusion between the device and the event based on the limited information available. However, if more information or the complaints products become available this complaint will be investigated further.

Manufacturer narrative:
Device history record review was conducted and the product met quality requirements for product acceptance. Additional information will be submitted within thirty days upon receipt.

Event description:
The supertorque catheter was sent to medical consult, (B)(4). At receipt, following the control performed by the (B)(4) public health, filaments of hair were detected inside the package closed and intact. Twelve boxes of this reference were concerned by this non conformity detected. These boxes, except two which were kept as samples, have been destroyed. We asked if a sample could be sent to us for analysis and we are waiting for an answer from tunisian authorities.